Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00086: case 1, 3025141-2019-00087: case 2, 3025141-2019-00088: case 3.

Event description:
Following implantation of an acutrak screw, the patient experienced subtalar joint pain in the lateral foot at the level of the sinus tarsi post op. The patient was closely monitored and no revision surgery was performed. Case 4. From: article: is the use of headless compression screws appropriate in arthroscopic ankle arthrodesis? Ocquder, durmus ali; firat, ahmet; ozdemir, metlin; tecimel, osman. Joint diseases and related surgery, 2017: 28(3): 171-176.